Manufacturer narrative:
The sample clot time was short. The field service engineer performed some troubleshooting actions. No further issues were reported after the service visit. The investigation determined that the root cause was consistent with a preanalytic issue at the customer site and with a hardware-related issue. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine plus ver.2 (crep2) assay on a cobas c 503 analytical unit. Patient (B)(6): initial result: 1.89 mg/dl. The physician questioned the initial result and requested the sample to be repeated. On (B)(6) 2025: repeat result: 1.02 mg/dl. The repeat result was deemed to be correct. On (B)(6) 2025: a new sample was drawn and tested, resulting in a value of 0.923 mg/dl. Patient (B)(6) was tested on (B)(6) 2025: initial result: 1.60 mg/dl (using a different reagent lot number). On (B)(6) 2025: repeat result: 0.684 mg/dl.

Manufacturer narrative:
The crep2 reagent used to test sample 1 had a lot number of 853138. The expiration date was not provided. The crep2 reagent used to test sample 2 had a lot number of 86354001 with an expiration date of 31-dec-2025. Calibration and qc were within the range. The alarm trace showed alarms including sample clot, sample foam, and abnormal aspirations. All these alarms indicate pre-analytical issues. The investigation is ongoing.